Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received unspecified treatment for the peritonitis event and the ¿capd fluid output was clear¿. The patient was recovered from the peritonitis event. Action taken with dianeal therapies was not reported. No additional information is available as the reporter has declined to provide further information.